Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation that required drain placement and surgery. During the ablation procedure, immediately following the transeptal puncture, the ablation catheter appears to have perforated the anterior wall of the left atrial appendage. The catheter was withdrawn and the procedure continued. There was then noticeable pericardial effusion on the toe (transesophageal echocardiogram) and as such a pericardial drain was inserted to drain this effusion. The procedure was continued and ablation completed. The catheters were removed and the patient was monitored in the lab. However, the effusion continued to increase and blood was continuously drained. Subsequently, the patient required cardiac surgery in the lab to close the perforation. The patient remained stable throughout. It was reported that the patient required a 4-day stay following surgery. The operator believes that due to the size of the left atrium and the ease of transeptal through the pfo (patent foramen ovale) caused a misjudgment of the catheter location.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31845669l and no non-conformances related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).